Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump was not turning on. Battery was changed twice and pump was still not turning on. It was also reported that the black cap on top that holds the syringe is cracked. No patient injury reported.

Manufacturer narrative:
Corrected data: h6 clinical signs and symptoms or conditions and health impact.